Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the wig-wag brake handle. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the wig-wag lock on the 9600+ system is stripped. There was no report of pt injury.